Event description:
The patient reported wearing the pod on the leg for between 49 and 71 hours. The patient experienced persistent hyperglycemia blood glucose (bg) readings were of 22 mmol/l (396 mg/dl) and elevated ketones at 2.5 mmol/l, despite administering three boluses within 7.5-hour window. The patient confirmed the sensor readings matched the fingerstick values, alleging the issue was with the pod. Notification history showed automated delivery restriction and automated mode limited alerts. The patient was asleep during these events and did not notice alarms initially. After confirming the persistent high readings with a backup meter, the patient removed the pod and applied a new one before heading to the hospital. Following advice from the national health service's 111, the patient was transported to the hospital. Upon arrival, the bg readings were at 18 mmol/l (324 mg/dl) and ketones at 0.8 mmol/l. The patient was monitored for 6.5 hours, given fluids and water to drink and observed without additional treatment. Bg and ketone levels improved after applying a new pod, and the patient was discharged on the same day without medication or a formal diagnosis.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Inspection of the device did not find any issues that would result in the device failing to deliver insulin. The downloaded data does not show any timeouts or drive stalls during the run that would indicate a failure of the pod to deliver insulin. Inspection of the download data and patient history buffer (phb) data showed that the automated glucose control algorithm was able to adapt the suggested insulin appropriately based on estimated glucose values and user inputs.